Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to motor encoder signal out of phase. They were unable to confirm the motor position encoder error alarm or perform the operating currents test due to the motor error alarm.

Event description:
The customer's husband reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 124 mg/dl. The pump was exposed to high magnetic fields during an MRI. He stated that every time he took the battery out he gets a motor error alarm. The pump alarmed battery out limit after a battery change. Troubleshooting was not able to resolve the issue. The device was returned for analysis.